Event description:
It was reported that on (B)(6) 2023, a 16mm amulet left atrial appendage occluder (amulet or acp2) was selected for a left atrial appendage occlusion (laao) using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was on general anesthesia. There was a difficulty in implanting the device because of patients difficult anatomy. The appendage was small and it was very difficult to get the delivery system into the left atrial appendage (laa) and the physician only tried once to deploy. A pericardial effusion was showed in transesophageal echocardiography (tee) and fluoroscopy. The amulet procedure was aborted once the effusion was noted. When the pericardial effusion was noted, the device was completely retracted from the delivery system. The activated clotting time levels of the patient was 250 seconds and higher. A pericardiocentesis was performed. The patient remained hemodynamically stable throughout the procedure. The physician mentioned the cause of pericardial effusion was the delivery sheath nicked the laao. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amulet left atrial appendage occluder (amulet or acp2) was selected for a left atrial appendage occlusion (laao) using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was on general anesthesia. There was a difficulty in implanting the device because of patient's difficult anatomy. The appendage was small, and it was very difficult to get the delivery system into the left atrial appendage (laa) and the physician only tried once to deploy. A pericardial effusion was showed in transesophageal echocardiography (tee) and fluoroscopy. When the pericardial effusion was noted, the device was completely retracted from the delivery system. The physician mentioned the cause of pericardial effusion was the delivery sheath nicked the laa. The amulet procedure was aborted once the effusion was noted. The activated clotting time levels of the patient was 250 seconds and higher. A pericardiocentesis was performed. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.